Event description:
It was reported that the 9800 system images were going black on the left monitor. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep could not duplicate the problem but suspected the problem to be related to the display adapter board. He reseated all connections on both boards display adapter and image processor pcbs. The system operates as intended.